Manufacturer narrative:
H10: per additional information received, the subject device had been routinely reprocessed and transported in a special bag. The customer did not specify if the facility flushed the air and water nozzle with detergent solution. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material (black rubber-like material) adhering/clogging the nozzle could not be identified. However, it¿s likely the cause is related to reprocessing being improperly conducted due to leakage from the air/water cylinder. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: ·the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. ·the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the yellow and blue channel having too much pressure was not confirmed. The device evaluation found the nozzle was clogged with foreign matter resembling black rubber. In addition, due to damage on the air/water cylinder, water tightness was lost. The suction-cylinder had discoloration. The plug unit and cable unit had corrosion due to water leakage. The circuit board unit in scope-connector had corrosion due to water leakage. The scope connector case unit had corrosion due to water leakage. Due to corrosion on plug unit, e216 scope communication error occured. Due to burn on the plastic distal end cover, insulation resistance value at the distal end did not meet standard value. Due to clogging of the nozzle, air supply volume did not meet standard value. Due to clogging of the nozzle, the water supply volume did not meet standard value. Due to breakage of the light guide-bundle, illumination was poor. The objective lens and light guide lens had a crack. The connecting tube had a wrinkle. Lastly, the flexibility adjustment ring, the grip, the switch 3, and the universal cord were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the yellow and blue channel of the evis exera iii colonovideoscope had too much pressure. Inspection and testing of the returned device found the nozzle was clogged with foreign matter resembling black rubber. There was a possibility that the subject device with the foreign material was used to the patient. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.